Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during an unknown procedure on (B)(6) 2017. According to the complainant, the capio device broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned device revealed that the head halves came apart. However, there is evidence that the riveting process was done correctly. The distal section was disassembled and was found with abnormalities in the holes of the head halves. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause is manufacturing process design as it is most probable that the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an unknown procedure on (B)(6) 2017. According to the complainant, the capio device broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.